Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that hypoxia occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. Three days post-implant the patient experienced an atrial fibrillation exacerbation and low oxygenation which required hospitalization and oxygen support. Two months later, the patient is reported to be feeling better.